Event description:
On (B)(6): customer reports that fluoro foot switch was unable to fluoro during an unknown pt procedure. Pt age and gender were unknown. Procedure was completed as system was able to fluoro intermittently. Customer would press the fluoro footswitch multiple times. Sometimes it would work sometimes it would not. No pt injuries reported. Facility does have back-up capacities.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.